Event description:
It was reported that particulate matter was found inside of the balloon of a small volume intermate. This was observed after the device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 10, 2014 to december 12, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a white particle, approximately 1.30 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.